Event description:
It was reported that a pt underwent a laparoscopic repair of primary bilateral inguinal hernias in 2009. Post-operatively, a seroma occurred. The following month, the pt underwent evacuation by puncture. The event is listed as ongoing.

Manufacturer narrative:
Seroma - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.